Manufacturer narrative:
The insulin pump was received with loud noise during vibration due to adhesive not adhering. The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a vibrate sound anomaly on the insulin pump. The customer's blood glucose reading was 525 mg/dl. The customer stated that the pump is on vibrate and it sounds like a duck. The customer stated that the infusion set came out of his leg. The customer stated that there seem to be a crack or a gouge at the battery cap area of the case. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.